Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The technician found the caster would pop out of brake mode due to a broken caster support which damaged the caster. The technician replaced the brake/steer caster, the foot end brake caster and both caster supports to repair the bed.